Event description:
A surgeon reported that the irrigation and aspiration (I/a) tips are stripping descemet's membrane. Additional information has been requested.

Manufacturer narrative:
There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unknown at this time. (B)(4).